Event description:
It was reported that the right ventricular (rv) lead dislodged and was sitting in the atrium one day post operatively. The lead was revised and remains in use. No patient complications have been reported as a result of this event.